Event description:
Patient was revised, because the patella had sheared off and was floating in the knee.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. The product lot code required to retrieve the device history records and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported device fracture based on the lack of the product to examine and the insufficient product information. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.